Event description:
Patient reported device rupture confirmed during surgery. Subsequently, physician reported swelling, pain, stinging and burning sensation in breast. The device has been explanted and replaced with another manufacturer's device. This relates to an unknown side

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as fold flow opening. Edema: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. As per the investigation procedure particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported device rupture confirmed during surgery. Subsequently, physician reported swelling, pain, stinging and burning sensation in breast. The device has been explanted and replaced with another manufacturer's device. This relates to an unknown side.

Event description:
Patient reported device rupture confirmed during surgery. Subsequently, physician reported swelling, pain, stinging and burning sensation in breast. The device has been explanted and replaced with another manufacturer's device. This relates to an unknown side